Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03938 / 03939, 03959).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dislocations, and metallosis. It was further reported that revision procedures occurred on (B)(6) 2008, (B)(6) 2012, and (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Date of explant has been corrected from (B)(6) 2008. This report is number 2 of 6 MDR's filed for the same event (reference 1825034-2014-03938 / -03940, -03959, -07502/-07503).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dislocations, and metallosis. It was further reported that revision procedures occurred on (B)(6)2008, (B)(6) 2012, and (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2008 reports patient was revised due to pain and loosening. Revision op report notes the femoral component was dislocated superiorly and the acetabular component rotated 180 degrees. The cup and head were removed and replaced. Additional information received in patient op notes dated (B)(6) 2012 reports the cup was vertical and retroverted with evidence of impingement. In addition, revision op report notes evidence of metallosis and edge wear at the superior aspect of the femoral head at the acetabular junction, metal oxidative and corrosive changes at the femoral trunnion as well as the femoral head taper, periarticular and peritrochanteric fluid collection with avascular necrotic tissue and metal staining, and a greater trochanter fracture at a previous drill hole site. The head and taper were removed and replaced. The cup was removed and replaced with a competitor product. Additional information received in patient op notes dated (B)(6) 2013 reports the patient was revised due to chronic dislocation and non-union fracture. Revision op notes report evidence that the trochanteric claw was no longer capturing the greater trochanter fracture. In addition, a metallosis deposit was noted. The modular head and trochanteric claw were removed and replaced.